Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that left ventricular - lv lead exhibited elevated capture thresholds. The lv lead remained implanted and active. Additionally, epicardial leads were implanted. The patient was in stable condition before, during, and after the procedure.